Event description:
(B)(4). Same case as MDR ID #: 2134265-2012-03761. It was reported that post a stenting treatment procedure, the patient experienced a myocardial infarction (mi). The patient presented due to suspected cerebral infarctions and acute coronary syndrome. The first 95% stenosed and 12mm long target lesion was located in the proximal left anterior descending (lad) artery with a reference vessel diameter of 4.0mm. The first target lesion was treated with pre-dilation and placement of a 4.0x12mm taxus element stent, resulting in 0% residual stenosis. The second 80% stenosed and 24mm long target lesion was located in the mid lad with a reference vessel diameter of 3.0mm. The second target lesion was treated with direct stent placement using a 3.0x24mm taxus element stent, resulting in 0% residual stenosis. The procedure is cited as producing, ''good angiographic result,'' and the patient was discharged eight days later on aspirin and clopidogrel. (B)(6) 2011 - the patient presented for a pre-planned re-evaluation of the coronary system. Upon admission, elevated troponin value was observed suggestive of a non-q wave mi. The patient did not experience ischemic symptoms; there was no report of stent thrombosis or abrupt closure. The location of the mi is unknown. It was reported that, ''the patient did not wish to undergo further diagnostic procedures and therefore no other action was taken to treat this event.'' The patient was discharged the following day on aspirin and clopidogrel.

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).